Manufacturer narrative:
In review, of medwatch 3005675890-2020-00037 and per new information received, this event has been assessed as not reportable. The liquid optics interface (loi) was placed on the patient's eye; however, the loi wouldn't fit on the patient eye and was replaced. The loi was contaminated due to being in contact with the patient's eye and could not be reused. There was no seal that appeared broken out of the box before it was handed to the sterile field as indicated in the initial report. There will be no more information provided for mfg reporting no. 3005675890-2020-00037. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that the liquid optic interface (loi) was noted to be contaminated as the seal appeared broken out of the box before it was handed to the sterile field.